Event description:
During a breast biopsy procedure, the probe cutter stopped working and the system displayed an error message. The procedure time was extended by half an hour; there was no other patient consequence. One device was returned.